Manufacturer narrative:
Initial.

Event description:
It was reported that the user recorded a blood glucose of 377 mg/dl by fingerstick, elected to stop using the ilet and administer subcutaneous insulin by pen, and later requested assistance to power the ilet back on; the medical device problem was described with insufficient information, and the device component was unspecified due to insufficient information. Symptoms included hyperglycemia and sleepiness/drowsiness. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no findings available, with insufficient information regarding a device problem and device component. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.